Event description:
It was reported that the patient presented for an implant procedure. During implant, the right ventricle lead to be implanted exhibited possible internal fracture and stylet would not pass through lumen. The right ventricle lead was not implanted. No patient consequences.